Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that two infusion sets stopped sticking within 2 hours of inserting the cannula. Customer stated the third infusion set she has used from that box is working fine. Customer is alleging that the material was defective and that is why the adhesive was not sticking. No adverse event. Infusion sets cannot be returned as they were discarded.